Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with one (1) 4.5mm locking compression plate (lcp) proximal tibia plate, one (1) 3.5mm lcp medial proximal tibia plate, and unknown number of unknown screws in the left leg on unknown date. Patient was returned to surgery on (B)(6) 2017 where both plates and all screws were removed due to infection. Fracture was healed, no additional hardware was implanted. Surgery was completed with no delay reported. This report is for unknown quantity of unknown screws. This is report 3 of 3 for (B)(4).